Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with newly implanted right ventricular (rv) lead has peeled off the gauze on the pocket and touched the wound and infection was suspected. Furthermore, the ventricular threshold has increased in the two-week follow-up check. Moreover, the lead was replaced. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with newly implanted right ventricular (rv) lead has peeled off the gauze on the pocket and touched the wound and infection was suspected. Furthermore, the ventricular threshold has increased in the two-week follow-up check. Moreover, the lead was replaced. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported.